Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set) occurred on the homechoice (hc) device, during dwell 3 of 3. The home patient (hp) was connected at the time of the alarm. The technical service representative (tsr) explained the alarm and had the home patient (hp) cycle the power off and on to clear the alarm. The hp stated therapy would be completed with manual supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.